Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient&#38112;therapy had stopped due to a power on reset (por). The por was first noticed when the patient was checking their implantable neurostimulator (ins) on the day of the report. The por was not related to an overdischarge. It was reviewed how to clear the por and the por was resolved. There were no patient symptoms reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.